Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation? Yes. D10: returned to manufacturer on: 2022-01-06 h6: investigation summary one representative sample and one used sample were received by our quality team for evaluation. The representative sample is from batch 1140707. The used sample was subjected to visual inspection. A jagged cut was observed on the broken edge of the used sample. From the broken edge, no stretched phenomenon or elongation of the catheter tubing can be observed to indicate any issue with the tubing material which could have caused the breakage. The representative sample was subjected to visual inspection, catheter adapter leak test, and catheter pull test. All inspection results passed, and no abnormalities were observed on the catheter. The broken catheter condition of the representative sample appeared to be different compared to the returned used sample. A review of the internal manufacturing device records and raw material history files for the reported and unreported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The manufacturing process was reviewed and there are no sharp edges that could possibly come into contact with the catheter to cause the cut. There is an automated vision inspection system that can detect and reject products that do not meet the lie distance requirement. If the catheter is broken during the manufacturing process, the defective part would be rejected by the automated vision inspection system as the product will not have any lie distance. It would also not be possible to use the product if the catheter was broken before use. Based on the investigation and analysis, the reported non-conformance is not caused by the manufacturing process. The probable root cause of the broken catheter could be due to being cut by a sharp object such as scissors during product removal from the vein. It was stated in the instructions for use ¿do not use scissors at or close to the insertion site.¿. Therefore, the root cause could be due to user error.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced the catheter breaking from the hub. The following information was provided by the initial reporter: pivc was pulled according to standard. Broken off during pulling. (Rest of the plastic tube/ cannula) remained in the vein.

Manufacturer narrative:
The following field was updated due to corrected information: imdrf annex a grid: a0401 break. The previous entry of a0504 should be considered void.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced the catheter breaking from the hub. The following information was provided by the initial reporter: pivc was pulled according to standard. Broken off during pulling. (Rest of the plastic tube/ cannula) remained in the vein.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter experienced the catheter breaking from the hub. The following information was provided by the initial reporter: pivc was pulled according to standard. Broken off during pulling. (Rest of the plastic tube/ cannula) remained in the vein.